Manufacturer narrative:
Batch review performed on 04-dec-2024. (B)(4) items manufactured and released on 20-jan-2022. Expiration date: 2027-01-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional revised implants: reverse shoulder system 04.01.0209 lat. Glenosphere 42xø24.5 (k193175) lot. 2103993. Batch review performed on 04-dec-2024. (B)(4) items manufactured and released on 01-jul-2021. Expiration date: 2026-06-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came in reporting pain due to a dislocation of the liner from the glenosphere. The cause of the dislocation is unknown. The surgeon converted the patient to a hemiarthoplasty. The surgery was completed successfully.